Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The right atrial (ra) lead was returned to the manufacture, was analyzed, and tested out of specification. No patient complications have been reported as a result of this event.